Event description:
It was reported that the device was giving an occlusion error. No patient injury was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. The product was received for evaluation. Visual and functional testing were performed. Visual inspection found the device was in excellent physical condition and the tamper seals were intact. The reported complaint was verified after power up of the monitor as an occlusion error appeared. The root cause was found to be kinked tubing. The technician replaced the tubing. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.